Manufacturer narrative:
(B)(4). Final analysis of the pump revealed that the pump tested consistently at approximately 5% higher than the specification allows for flow testing. The pump was tested five times - it dispensed high at about 20% each time. The pump was greater than 85 months old; was returned with no issues other than end of life reported. The pump passed 24 hour eol testing.

Event description:
It was reported that the pump was explanted due to battery depletion after 84 month implant duration. The pump was not replaced. The patient recovered without sequela.